Event description:
The device was used during a anterior resection procedure. Reportedly, the instrument did not fire completely. The surgeon placed another staple line distal to the first line and resected.